Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, while on tissue, the two different staplers would not fire after pressing green button and squeezing handle. A new one was opened to complete the case. There was no patient injury.